Event description:
It was reported by service report that the fowler is stuck in the up position. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler drive tube.